Manufacturer narrative:
Innovative health, llc received an initial report, from the lead cardiac electrophysiology tech at (B)(6) hospital on (B)(6) 2021, stating that a viewflex xtra ice device had experienced a tip fracture intra-procedure, outside of the patient's body or access devices. The viewflex had been used during the procedure an af cryo ablation without incident and performed well. At the end of the procedure the artic front balloon was removed and the viewflex which was previously withdrawn from the right atrium (ra) was wiped down and reinsertion attempted into a 12fr medtronic flexcath in the left atrium (la). Upon attempting to enter the valve the tip fractured prior to piercing the valve. The catheter was removed from the field and the procedure continued with a replacement without incident or any patient injuries being noted. On (B)(6) 2021, innovative health, llc did a follow up call with the hospital confirming the course of events and that no patient injury occurred. Innovative health received the final details of the complaint on 23-feb-2021. The device was returned to innovative health on 05-mar-2021.

Event description:
Viewflex xtra ice catheter experienced a tip fracture intra-procedure, outside of the patient's body or access devices. The vf had been used during the procedure an af cryo ablation with out incident and performed well. At the end of the procedure the artic front balloon was removed and the vf which was previously withdrawn from the right atrium (ra) was wiped down and reinsertion attempted into a 12fr medtronic flexcath in the left atrium (la). Upon attempting to enter the valve the tip fractured prior to piercing the valve. The catheter was removed from the field and the procedure continued with a replacement without incident or any patient injuries being noted.